Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator was experiencing a lot of interference when trying to capture paddles ECG. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.